Event description:
It has been reported to philips that the system did not start up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up successfully. Upon functional testing, the fse found that the software was defective. To resolve the issue, the fse reloaded the software. After the software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.